Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. Bg was addressed via consumption of carbohydrates. Reportedly, the customer had delivered several manual boluses within a short period of time due to subsequent alerts. Tandem technical support educated the customer on the alert functionality and customer updated their pump settings to address the event.